Event description:
Customer reported blood squirted and splashed back when the syringe was disconnected from the maxplus. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 06/04/2014. (B)(4). Unable to determine the cause of the customer's report of blood squirted and splashed back when the syringe was disconnected because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.